Event description:
During troubleshooting of an unrelated alarm, it was reported that the transfer set was leaking during drain one on the home choice (hc). The care giver (cg) stated they disconnected the home patient (hp) when the technical service representative (tsr) asked the cg to close and open the transfer set. The tsr advised the cg to end therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed this complaint is for a report of a use error during a leak, where the caregiver stated that the reason fluid was coming out of the line was because they disconnected the home patient during an active drain cycle. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The patient guide provides step-by-step instructions for properly disconnecting during emergencies. The patient guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.